Event description:
#Medwatcher #(B)(4). I had asked my obgyn for a rival ligation, the traditional cut and burn. He explained to me he would not do that because after my c-section my tubes could be swollen and become untied. I told him they cannot become unburned! After he outright refused I was then told about this great essure procedure, beings he knew I was hesitant to have another operation. He said it would be fine and scheduled me to have it implanted. After I had it implanted I had a lot of pain. My gynecologist had me go to the hospital for a follow up and make sure it took by injecting "due" that seemed to burn. The following month leading up to and including getting my period I was bent over in pain and was bleeding extremely heavy with large clots. Since then I have gone back to the gyno several times for pain, hair loss, extreme weight gain, skin problems, a ton of uti's, thyroid problems, facial hair growth, back pain and the list goes on. I am no longer the person I was pre essure. My quality of life has diminished from this. Worst part is I cannot find a gyno to take it out. I can't even find one that will listen to me! Do not get this done ladies!!!